Event description:
It was reported that the ilet user experienced a low glucose alert while unsure of the accuracy of the pump reading, could not perform a fingerstick, had last eaten several hours earlier, and had a prior unannounced meal followed by a high glucose. The user treated the low with orange juice, and the event involved user interaction with the device user interface. Symptoms included hypoglycemia and hyperglycemia, with a reported maximum of 226 mg/dl as well as anxiety. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with the involved component being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.